Manufacturer narrative:
Section h10: (h3) the instrument left in the patient reported was likely the result of the surgeon not realizing the stem protector had fallen behind the humerus at some point during the case and completing the surgery with the instrument still in the patient.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, a surgeon performed a left anatomic total shoulder replacement with his ortho rep. Present on a (B)(6) y/o female patient. At some point during the case, the humeral cut protector fell behind the humerus, out of visibility, and was left in the patient. Approximately three weeks later, the surgeon brought the patient back in to remove the cut protector and replace the humeral head, torque defining screw, replicator plate, and cemented a new stem. The patient was last known to be in stable condition following the event. The hospital did not release the device to be returned.